Manufacturer narrative:
Date sent to the FDA: 03/03/2020. Additional h-6 device codes: 1069. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional h-3 summary: one labeled winding former with a needle-suture combination of product were returned for analysis. During visual inspection of the labeled winding former, a suture piece was noted outside of the winding former; the paper lid was removed, and the suture is above the flaps of the zipper tray and it was damaged (broken). However, as the overwrap was not returned it was not possible determined if the integrity of packet was compromised. As the overwrap was not returned, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on an unknown date and suture was used. During the procedure, when opening the package, it was found that the suture had been protruded from the package. There were no adverse consequences to the patient. No additional information was provided.